Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during routine follow-up, no atrial capture was noted. Lead was found to be dislodged. Lead repositioning was unsuccessful because the stylet was not going through the lumen. Lead was explanted and replaced. Patient was asymptomatic before and after the procedure.